Event description:
It was reported that the center locknut of the crosslink was broken during tightening without excessive torque applied. Part was replaced and no pt complications were reported.

Manufacturer narrative:
Device was returned to medtronic for eval. Visual examination confirmed that the crosslink post has sheared off. Crosslink appears to meet mfg specs. A review of the device history records found no documentation to indicate a non-conformance to spec.